Event description:
A tandem mobi cartridge alarm was reported, indicating a malfunction with the insulin pump's cartridge. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a bolus, which was successful, though they could not reload the original cartridge. Assistance was provided to load a new cartridge, enabling the customer to resume insulin therapy successfully, resolving the issue.